Manufacturer narrative:
(B)(4). Customer returned a wronged meter;returned test strips passed all the test strips evaluation;no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with tests results from results obtained of 378 and hi. The customer's expected fasting blood glucose test result range is 160 to 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is 07/29/2016. The meter memory was reviewed for previous test result history (date / time not set): undisclosed; undisclosed; undisclosed; undisclosed; undisclosed.

Manufacturer narrative:
(B)(4). Customer returned a non-complaint product;unable to confirm complaint. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with tests results from results obtained of 378 and hi. The customer's expected fasting blood glucose test result range is 160 to 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).